Event description:
A young child was at home when the dialysis catheter came apart at the bifurcation. Ems was called, pressure applied and patient admitted to the hospital. Estimated blood loss was 300cc. The patient was brought emergently to the operating room to replace the hemodialysis catheter. He was discharged the next day.